Manufacturer narrative:
Result of investigation: unable to determine the root cause as the issue is no longer reproducible. Most likely the issue was due to clogged hme filter. No signs for something that could be interpreted as "shut-off", as reported first. No cfb logs or any technical failure visible in the logs. Later reported lack of flow delivery to the patient was most likely caused by a clogged hme filter (as per the trending data analysis). No further investigation possible as the user disposed the whole circuit system already.

Manufacturer narrative:
The suspect device was inspected by the field service representative and determined that the ventilator did not shut off. At first look of the log files has been checked and no signs for technical issue most likely there was a circuit system issue based on the triggered alarms visible in the log. However, when the trends was checked techinical team suspected that the issue was most likely caused by a clogged hme (heat & moisture exchange) filter as "the patients rcexp (expiratory time constant) does have a great deal of variability overall however baseline begins increasing about 30 minutes before the event. They did replace the vent and circuit so the problem stopped. They were successfully able to leak test the vent and no issues were seen on test lung. This was a covid patient and the circuit was discarded at the time of the event. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us shut off automatically. They felt that the patient was getting volumes and flow. The patient was desaturated when making changes to the ventilator.